Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly. Customer advised when they would draw back the reservoir would fill with bubbles. Troubleshooting for the air bubbles anomaly was performed. Customer was unable to complete troubleshooting as the call was disconnected. Customer was called back and a voicemail was left.